Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The compact flash card was replaced.

Event description:
The hospital reported that, during a case, the ventilator screen blanked out and the unit provided a reset alarm. The clinician cycled power and resolved the reported complaint. There was no reported patient injury.